Event description:
A customer reported recovering low out of range while cycling controls on the coulter ac-t diff analyzer. Upon inspecting the instrument, the customer observed fluid under the instrument. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and safety glasses at the time of incident. There was no report of exposure to mucous membranes or open wounds. Medical attention was not sought. There was no impact to sample results. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found a blockage in the waste drain at vl13 causing the white blood cell bath to overflow. The fse removed the blockage and verified the repairs per established procedures. (B)(4).